Event description:
At second follow up post procedure, xr was suggestive of small pleural effusion. No action was taken and patient was discharged home. Device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.